Event description:
In 2007, the pt suffered a traumatic rupture of the descending aorta and was treated with a gore contralateral leg component. The procedure went without incident and the pt was reported to be doing well. However, the pt had persistent systemic hypertension. A computed tomography scan revealed the proximal end of the device had bird beaked and was lodged into the transverse arch and was obstructing the descending aorta. Approx three months later, the device was explanted and replaced with a 16mm hemashield graft. The pt tolerated the procedure and was reported to be in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.